Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving an alert for non-sustained oversensing. Device interrogation revealed multiple episodes of non-sustained lead noise. Physician elected to cap and replaced the lead. The patient was stable.